Event description:
It was reported that an agent requested a photo of the ilet screen to verify backlight use after the patient reported elevated blood glucose, and the agent inquired about potential causes; the patient cited recent coffee intake and declined completion of a blood glucose questionnaire, after which the agent proceeded with case creation noting the questionnaire refusal. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included agent troubleshooting and education. Investigation of this case revealed that the cause of the elevated glucose was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.